Event description:
It was reported that 3 pen ndl 32ga 4mm 14bag 700case jp had foreign matter before use. The following was reported by the initial reporter: "the customer reported as follows: when removing the tear drop label, a dirt was found on the product.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/5/2021. H.6. Investigation: five open and seven sealed 32g x 4mm pen needle samples and seven phots were returned from lot. No. 0127742, cat. No.320136. Visual examination was carried out on five open samples and seven photographs and seven sealed samples and excessive lubricant was observed on the non patient end of all returned samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of this issue is adhesive splatter from the dispense system.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 127742, medical device expiration date: 2025-04-30, device manufacture date: 2020-05-06. Medical device lot #: 140204, medical device expiration date: 2025-05-31, device manufacture date: 2020-05-19. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 pen ndl 32ga 4mm 14bag 700 case jp had foreign matter before use. The following was reported by the initial reporter: "the customer reported as follows: when removing the tear drop label, a dirt was found on the product."